Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event, patient outcome and action taken with physioneal, dianeal, and extraneal therapies was not reported. No additional information is available as the reporter declined for further follow-up.